Event description:
It was reported that the pacemaker showed a low battery voltage (2.57 volts) on the carelink report. This value was lower than recent nightly measured voltages trended by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.